Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Upon review, the device exhibited non-sustained right ventricular oversensing due to post paced t wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were discussed.

Event description:
New information states that non-sustained right ventricular oversensing episodes were noted on (B)(6) 2019. The patient was in a stable condition.